Manufacturer narrative:
H3. Device evaluation summary: product analysis # (B)(4):part # 907350 lot # cb05j020 visual and optical inspection confirmed the curette has broken at the handle shaft. The damage to the instrument is consistent overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding the devices used for tlif procedure. It was reported that the handle of the instruments was bent and stripped. There was no patient involved.